Event description:
The device was implanted on 06/15/1992 as part of a spinal fixation system. Revision surgery was performed on 06/20/1994 to remove instrumentation due to pseudoarthrosis. The device was found to be broken. One half of the broken fragment remained implanted.